Manufacturer narrative:
(B)(4). Date sent: 8/10/2021. D4: batch # t93x3v. H6: component code: mechanical (g04). Investigation summary: the er320 device was returned for analysis and upon inspection, the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was functionally evaluated. Upon firing of the device, the remaining nine clips were ejected due to the condition of the jaws. Finally, the instrument locked out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembly, no anomalies were found. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Possible causes for the found condition of the yielded jaws may be due to the device being closed over an existing hard object or clip, placing stress on the jaws, causing them to distort or yield and not return to their original dimensions/position, or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that this condition of the jaws may lead dropping/ejected clips. A manufacturing record evaluation was performed for the finished device batch numberand no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a cholecystecomy procedure, the er320 clip applier performed fine for first three deployments and then upon deploying the fourth clip, the clip wouldn't form, and no subsequent clips formed correctly. The clips were released as 'u' shaped upon deployment (weren't forming at all). Competitor device was used to successfully complete the procedure. The was no patient consequence.